Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 19. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2020, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.